Event description:
Event description guidant received information that these transvenous atrial and ventricular leads became dislodged as a result of the patient's twiddler's syndrome. The physician elected to explant and replace both leads, with no additional complications being reported. No symptoms were associated with the dislodged leads.